Manufacturer narrative:
2/23/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument would not open after firing. The surgeon resected tissue to remove the device.